Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enveor-n, serial/lot #: (B)(4), UDI#: (B)(4). The devices were discarded by the facility; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valv uloplasty (bav) with a 23 mm balloon was performed due to mild-moderate paravalvular leak (pvl). The pvl did not improve so a second bav was performed with a 25 mm balloon and a third was performed with a 25 mm + 1 cc device. The pvl still remained between the non -coronary cusp (ncc) and the left coronary cusp (lcc). The non-medronic guidewire was replaced with a pigtail catheter and another bav was performed with a 25 mm + 2 cc device. Following that bav, pericardial effusion was confirmed via echocardiogram and the balloon was removed. It was noted the systolic blood pressure decreased to 50 mm hg. A perforation of the ventricle was suspected, but it was unknown whether it was due to pacing of the right ventricle or the non-medtronic guidewire. A thoracotomy was performed, and no perforation was found. An annulus rupture was suspected. The case was converted to open-heart and the valve was explanted. Per the physician, there was a slight tear at 2-3 mm below the native valve annulus between the ncc and lcc. Hemodynamics were stabilized with percutaneous cardiopulmonary support and a non-medtronic surgical valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that per the physician, the annular rupture occurred with the post implant balloon dilation after the valve was implanted. The delivery catheter system (dcs) did not cause or contribute to the annular rupture. It was reported that the rupture occurred because the balloon aortic valvuloplasty (bav) was dilated with a size larger than the lumen of the calcified part of the annulus. It was also reported that the patient's calcified anatomy contributed to the rupture. No additional adverse patient effects were reported.  Event description medtronic received additional information that changed the event description and device relatedness of the delivery catheter system (dcs) in this previously reported event. There is no evidence to suggest the dcs caused or contributed to the rupture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the balloon aortic valvuloplasty (bav) was a non-medtronic product. No additional adverse p atient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.